Event description:
It was reported that during a lap gastric bypass procedure, the teflon padding was removed from the tip of the instrument. They used another like device to finish the procedure. There was no patient consequence.